Manufacturer narrative:
The insulin pump had unresponsive button then button error alarmed due to corroded on keypad trace. Analysis was unable to confirm battery out limit alarm due to keypad damage. No button keypad reacting on its own noted. No moisture damage found on electronic assembly, motor or battery tube.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 183 mg/dl at the time of incident. The customer reported that the insulin pump had keypad anomaly as well. The customer reported that the insulin pump was reacting without input from them. The customer reported that the insulin pump was exposed to moisture. The insulin pump was returned for analysis.